Event description:
It was reported by the attending physician via our sales representative that the lateral condylen part broke off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.